Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed severe signs of melting at the heat shrink and glass cap. The distal portion of the glass tip was detached/separated. Cap wear is likely accelerated due to anatomical or procedural factors such as tissue contact, and technique encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiber life function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The heat shrink tubing exhibits signs of melting, and partially erased red octagonal sign of blue arrow indicator; the fiber appears blackened. The fiber was tested with hene laser fixture, and there are no signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition. The control knob is attached and aligned with the fiber and can rotate the fiber. An evaluation conclusion code of known inherent risk was assigned to this investigation. This report is for the same event as manufacturer report: 2937094-2020-00897. Facility medwatch report: (B)(4).

Event description:
It was reported that during a laser vaporization procedure of the prostate, the tip of the fiber melted after 24,870 joules of use. The fiber was replaced, however the tip of the second fiber also melted after 5,482 joules of use. A third fiber was used and after 21,810 joules of use the tip of the fiber melted. It was further indicated via medwatch facility report that three fibers were broken at the shaft. The fibers were returned, and analysis showed that the fiber glass cap was detached/separated on two of the three fibers. 1 of 2 reports